Event description:
In 1987 rptr had 2 plates and 8 screws put in his back. He spent 11 days in the hospital and when he got out he spent another 1 1/2 weeks in bed because every time he moved he would have lots of pain. He has not had one day free of pain. He had the plates and screws removed in 8/94 and spent 4 days in the hospital. He hasn't had any pain. The dr in the second operation had to redo 4 of the six grafts done. As soon as he had the plates and screws removed he felt 100% better (*) per follow-up rec'd on 12/8/94: one of the screw broke.